Event description:
The advocate stated the customer tested his blood glucose and received a reading of 390 mg/dl using his contour meter. He retested using the advocate's contour and received a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.